Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user facility experienced hubs detaching from ultrathane mac-loc locking loop multipurpose drainage catheters. This medwatch report addresses sixteen unused devices the facility returned for evaluation.

Manufacturer narrative:
A review of the complaint history, device history record, documentation and visual inspection/dimensional verification/functional test, of the returned devices was conducted during the investigation. Device failure analysis identified 12 devices to show contributing factors of hub separation; one of the opened devices and 11 of the unopened devices. The opened device was returned already in a separated state. One of the flares within the unopened devices was easily pulled out by tug method. 10 more unopened devices were found to have a loose cap and a large amount of suture stuck within the threads of the mac-loc and cap. Therefore this complaint will confirm 12 devices; 1 prior to use and 11 unused. All possible measurements were within specifications and therefore we cannot confirm these devices to be non-conforming. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there is one other reported complaint for this lot number. Document review has established that proper procedures are in place in order to identify/prevent this failure mode prior to distribution. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
No new event description information to report at this time.